Event description:
In an article titled, "postoperative infection after duraplasty with expanded polytetrafluoroethylene sheet" it indicates 1 pt developed an infection requiring reintervention. The infection resolved after removal of the infected bone and the eptfe material.

Manufacturer narrative:
Literature citation: nakagawa, s, et al. Postoperative infection after duraplasty with expanded polytetrafluoroethylene sheet, neurol med chir (tokyo), 2003 march; 43:120-124. A review of the mfg records for the device could not be conducted because the lot number remains unk. The device was not returned to gore, so no engineering investigation could be performed.